Event description:
It was reported via phone call "the PICC lumen with the purple hub leaks between the hub and the connector. The hub was examined and not found to be cracked or defective but after changing the connector 5x the issue remained. The connector used is a baxter connector . PICC was inserted 4/9."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed ten other similar product complaint(s) from this lot number.